Event description:
There is evidence of the locking screw in the neck of the proximal femur backing out. Pt presented with pain 2 days post op of initial surgery. Follow up x-rays showed locking screw backed out of bone and femoral neck slipped partially off blade plate. Device appears normal in x-ray. Revision surgery planned for (B)(6) 2013.